Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited a chronic increase in threshold measurements, loss of capture (loc) and no sensing. A lead positioning issue was suspected. An invasive procedure was performed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
Additional information was received that the chronic increase in thresholds eventually resulted in the reported loc and no sensing that was observed on the date of lead replacement. The cause was felt to be a tissue interface issue and no lead dislodgement was observed.